Event description:
Patient was revised due to pain. Update rec'd 8/15/2014- pfs and medical records received. After review of the medical records the revision operative note there was mention of corrosion on the trunnion. The stem is being added to the com. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/4/2014.

Manufacturer narrative:
The added stem associated with this report was not returned. A complaint database search finds no other reported incidents against the added stem provided product and lot combination. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.